Manufacturer narrative:
The catheter was returned with the balloon and both windings pulled off the tip of the catheter. None of the components were returned.

Event description:
During a declot case on a vascular access graft, the balloon broke off of the 4f fogarty catheter. Hospital believes that they did not overfill the balloon.